Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had keypad anomaly and insulin pump was squirt insulin during priming. The customer blood glucose value was unknown. The customer stated that insulin pump was rejected new batteries. The customer also stated that threaded portion of pump is cracked and was lost gasket and insulin pump had unexplained no delivery alarms. The customer also stated that insulin pump louder on rewind and buttons were sometimes be pressed multiple times to work. The insulin pump will not be returned for analysis.